Event description:
It was reported that an 8100 lvp was affected by bezel post recall. During servicing, replaced 3rd party bezel, cracked rear case and corroded left/right iui. There was no reported patient involvement.

Manufacturer narrative:
Correction: device eval by manufacturer. Additional information: device available for eval, returned to manufacturer on, device return to manuf., imdrf annex a, g, b, c, d grids, remedial action required and remedial action #. Omit: a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8100 lvp was affected by bezel post recall. During servicing, replaced 3rd party bezel, cracked rear case and corroded left/right iui. There was no reported patient involvement.